Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: vngd ssk 360 r fem 60mm: p/n: 185262, l/n: 2873466, bmt splined knee stm; p/n: 148315, l/n: 205600. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01663, 0001825034 - 2019 - 01639. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure due to vascular disease approximately six years post implantation. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to patient's anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01663 - 1.